Event description:
Customer stated that the closurefast catheter was used for the great saphenous vein for entire length of the vein and was completed successfully. The catheter was also used to treat the anterior accessory saphenous vein. The physician removed the catheter and used a new catheter when an unknown error message occurred. An investigation was performed on (B)(4) 2015, and found the coil showed fep (fluorinated ethylene propylene) deformation starting about 5cm from the distal tip and extends to the far proximal end of the coil. The fep deformation was re-inspected on (B)(4) 2015, and observed near the proximal end of the coil a tear which exposed the coil.

Manufacturer narrative:
A review of the manufacturing records for this device did not reveal any discrepancies relevant to the reported event. Additional information has been requested, should it become available a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
This MDR is being submitted as a part of a retrospective review / remediation effort performed at the covidien (B)(4) location, following medtronic¿s acquisition of covidien. A CAPA has been opened to manage the actions related to remediation of complaint files and any required MDR reporting. Corrected data.